Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by the twisted cable. E2, e3 three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed due to a twisted cable. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the camera head image was cloudy. There was no patient involvement.